Manufacturer narrative:
Field service engineer troubleshot and isolated the problem to the sedecal console. Fse replaced the console according to sedecal service manual, verified proper operation according to serve checklist qssrwi4.1 and returned the unit to service.

Event description:
Generator console blank. On (B)(6): customer reported incident occur at the beginning of day prior to pt procedures. The facility does not have back-up capability.